Event description:
It was reported to nova biomedical that a consumer received "hi" (greater than 600 mg/dl) reading on their blood glucose meter all day. The consumer contacted her doctor to let him/her know about the high readings, and the doctor recommended that she treat herself accordingly. The consumer then treated herself unk amount of insulin and subsequently experienced a hypoglycemic event which required medical intervention. When the ambulance arrived, they tested the consumer with their blood glucose meter getting a result of 21 mg/dl. The consumer was treated with IV sugar and transported to the hospital. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.